Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 - 250 mg/dl. Customer stated that he lost his medicaid and has not been giving himself enough insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 12/14/2018, a back to back blood test was not performed by the customer. The product storage was undisclosed. Test strip lot manufacturer's expiration date is 08/22/2019 and open vial date is 1 -2 weeks. The meter memory was reviewed for previous test result history: result 1: hi (B)(6) 2014, 12:11pm fasting; result 2:595mg/dl (B)(6) 2012, 6:01pm fasting; result 3:438mg/dl (B)(6) 2011, 10:50pm fasting; result 4:139mg/dl (B)(6) 2007, 5:14pm fasting; result 5:125mg/dl (B)(6) 2007, 11:00pm fasting. His blood glucose levels are not in control. And that is also because he does not have the amount of insulin he needs.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer on 1/3/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer on (B)(6) 2019, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 - 250 mg/dl. Customer stated that he lost his medicaid and has not been giving himself enough insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product storage was undisclosed. Test strip lot manufacturer's expiration date is 08/22/2019, and open vial date is 1-2 weeks. The meter memory was reviewed for previous test result history: (B)(6) his blood glucose levels are not in control. And that is also because he does not have the amount of insulin he needs.